Event description:
The tendon stripper cut a graft during an acl procedure. It was confirmed that the graft was damaged beyond use. The surgeon completed the procedure using a bone-tendon-bone fixation. A delay of approximately 30-minutes was experienced. Pt is reported as doing fine and no injuries or complications were noted.